Manufacturer narrative:
Although it has been reported that the used device will be returned, it has not yet been received by the manufacturer and a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by hospital, air entered the tubing of a fluid delivery set connected to a contrast media bag during preparation for a pci procedure. When the physician attempted to stick the fluid delivery set spike head into the contrast bag again, the spike head broke off. The device was changed out for a new one. There were no patient complications. The used device is being returned for evaluation.